Manufacturer narrative:
H3: analysis found that there was a residue consistent with biological contaminants on the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The cuff was deflated when received. Functionally, 20cc of air was injected into the cuff, and pressure was applied to the cuff for 1 minute with no signs of leakage; 20cc were removed. This was repeated five times, detaching and reattaching the syringe from the inflation assembly each time with no issues or leakage. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms, and the actual measurements were; red 28 ohms, red [w/white band] 17 ohms, blue 31 ohms, and blue [w/white band] 16 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were indentation marks on the harness plugs only on one side that measured .25¿ to .29¿ from the distal end of the plug, which indicates that most likely they were not firmly inserted into the patient interface and pulled on. H6: additional information suggest that fdm:b17 and fdr:c20 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue occurred prior to intubating the patient. The nim makes sounds and shows "a electronica off".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported via manufacturer representative that during bilateral thyroidectomy, the electrode of the device was broken. No delay in the procedure. The procedure was completed with backup products. Patient alive-no injury.